Event description:
14f catheter inserted in surgery. Patient transferred to picu. D/c'd foley by rn. Foley tube unable to pass through end of urethra -very painful. Md removed last 5cm of foley. Foley had a prominent ridge at the end of the catheter.